Event description:
It was reported that the port was implanted in the pt in 2001. A post-op x-ray showed that the catheter may have detached from the port, but the pt was sent home. Three days later, the pt was admitted to the hospital with shoudler pain. An x-ray found the catheter located in the right ventricle. The catheter was successfully removed the next day, with no further complications.